Event description:
It was reported that post successful cardiac resynchronization therapy defibrillator (crt-d) implant procedure, after the patient was transferred onto the stretcher while still in the electrophysiology lab, the crt-d started delivering multiple inappropriate anti-tachycardia pacing (atp) and shocks. The patient had already been disconnected from the surface electrograms (egm), therefore, initially, the physician was unable to confirm the rhythm at the time of the event. Unfortunately, the patient decompensated rapidly and experienced syncope along with cardiac arrest. During the cardiac arrest, a magnet was applied over the crt-d to deactivate tachycardia therapy, cardiopulmonary resuscitation (CPR) was provided and cardiac arrest protocol was initiated. After the patient was stabilized, they were sent to the cardiac catheterization (cath) laboratory where a left heart cath procedure was performed and an impella device was placed as a result of the patient ejection fraction of less than 20 percent. An x-ray was performed during the cath lab procedure and confirmed that the right ventricular (rv) lead was dislodged and resting in the patients inferior vena cava. At this time, the physician has elected to allow the patient to stabilize and remain monitored with the plan to revise the rv lead in the near future. At this time, the device system remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that post successful cardiac resynchronization therapy defibrillator (crt-d) implant procedure, after the patient was transferred onto the stretcher while still in the electrophysiology lab, the crt-d started delivering multiple inappropriate anti-tachycardia pacing (atp) and shocks. The patient had already been disconnected from the surface electrograms (egm), therefore, initially, the physician was unable to confirm the rhythm at the time of the event. Unfortunately, the patient decompensated rapidly and experienced syncope along with cardiac arrest. During the cardiac arrest, a magnet was applied over the crt-d to deactivate tachycardia therapy, cardiopulmonary resuscitation (CPR) was provided and cardiac arrest protocol was initiated. After the patient was stabilized, they were sent to the cardiac catheterization (cath) laboratory where a left heart cath procedure was performed and an impella device was placed as a result of the patient ejection fraction of less than 20 percent. An x-ray was performed during the cath lab procedure and confirmed that the right ventricular (rv) lead was dislodged and resting in the patients inferior vena cava. At this time, the physician has elected to allow the patient to stabilize and remain monitored with the plan to revise the rv lead in the near future. At this time, the device system remains in-service. No additional adverse patient effects were reported.additional information was provided that two days post-implanting procedure, this patient passed away on 26oct2022 after developing complications from the outpatient procedure. The local boston scientific representative was not prompted to perform a postmortem interrogation. It was believed that that right ventricular lead was buried with the patient. No further information is available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.